Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she had been hospitalized for low blood glucose levels. The customer recalls that the significant events leading up into the hospitalization were that she took glucose tablets for low blood glucose and passed out. Customer's husband called the paramedics. During troubleshooting the customer said that the bolus wizard setting appeared to be inaccurate. Customer also stated that the insulin pump over-delivered insulin. No further information was reported.